Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed post paced t wave oversensing on the defibrillator. The patient did not receive therapy during the oversensing. No programming changes were made. The patient would continue to be monitored.